Event description:
Per the clinic, the patient sustained a head injury, resulting in a dislodged magnet. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed on august 22, 2013.